Manufacturer narrative:
No complaint was received with the return of the device. Failure event was observed during analysis. Final analysis revealed that the inner - outer coils and the insulation were twisted and a fully breached outer insulation degradation was noted at 6.6cm to 6.8cm from the connector pin.

Event description:
This report is to advise an event observed during analysis.